Manufacturer narrative:
The reported event of lack of stimulation in regards to the returned lead was confirmed. As received, microscopic inspection found all wires broken in the lead which will cause the high impedances and result in inadequate therapy. The cause of the issue is consistent with a traumatic event that occurred while the lead was in vivo. The DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product.

Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6).

Event description:
It was reported the patient was experiencing ineffective therapy due to high impedances and ipg was inoperable. In turn, surgical intervention was undertaken wherein the ipg, and lead were explanted and replaced. Effective therapy restored.